Event description:
Reported indicated a programming anomaly occurred. The pts generator was found programmed unexpectedly to 60 minutes off time. The pt was reprogrammed and no further problems have been indicated by the site. Review of programming history found a fault reading during a diagnostic test which could of caused the programming anomaly.

Manufacturer narrative:
Analysis of programming history.